Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
We checked the returned unit and confirmed that the angulation-down stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation-down. In addition, we confirmed that the lg cable connector fluid damage, the lg cable connector corroded, the remote control buttons cut, the angle wire grinding, and the angulation-left stuck in l position; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.